Event description:
Additional review of the log files captured the system controller being exchanged on the same day as the modular cable. The driveline communication faults were reported to have been resolved after this exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault, backup battery fault and controller clock not set alarms was confirmed via log file analysis; however, no alarms were reproduced during product testing. The log file captured controller clock corrupt alarms active from the beginning of the log file. These alarms remained active until the controller clock was synched on (B)(6) 2026, which resolved the controller clock corrupt alarm. This is consistent with the patient being seen in clinic on (B)(6) 2026. Additionally, on (B)(6) 2000 (unspecified time due to controller clock not being set), a backup battery not installed alarm activated. The backup battery not installed alarm resolved by 21:42:40, consistent with the report of the patient¿s backup battery being replaced in clinic. Data consistent with the report of the patient's system controller being exchanged in clinic (B)(6) along with the modular cable on (B)(6) 2026 was captured. No other notable events were recorded. The pump operated as intended within the expected speed range throughout the data capture. The heartmate 3 system controller (serial number (B)(6)) underwent functional testing with the returned modular cable and passed without issue. The system controller was connected to a mock circulatory loop and was able to operate the system for an extended period of time as intended. No atypical alarms activated throughout testing available information provided that the patient performed a system controller exchange to resolve driveline communication faults; however, the alarms persisted after the exchange. Upon coming to the clinic on (B)(6) 2026, the driveline communication faults were confirmed. The patient¿s backup battery was replaced in clinic due to replace backup battery alarms. A clinic visit was scheduled on (B)(6) 2026, where the modular cable and system controller were exchanged together, and the driveline communication faults resolved. The root cause of the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the driveline communication fault, backup battery fault and clock not set alarms, and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline communication fault and the patient performed a system controller exchange without notification to the team. The patient continued having the alarm. When the patient presented for dialysis, they made the patient call the clinic about the alarm. The patient then presented to the clinic and was hooked up to the system monitor. Replace backup battery (ebb) was seen, and the ebb was replaced. The driveline communication fault continued. There was a small tear noted on the patient side of the connection to the modular cable and the patient stated they may have gotten wet. Log files were submitted for review and the log files from the first system controller captured driveline_comm_fault alarm flags. The system controller was able to maintain pump function until the driveline was disconnected at 21:45:17 on (B)(6) 2025. The event log file from the current primary system controller, also recorded driveline_comm_fault alarm flags. An (f49) clock_invalid controller fault flag was active until the controller clock was synched at 12:32:17 on (B)(6) 2026. The modular cable was replaced and no further alarms were observed. It was noted no signs of corrosion were observed.